Manufacturer narrative:
One catheter was returned with the balloon latex torn off the catheter tip and not returned. There was latex observed on both proximal and distal bond sites. The contamination shield and introducer were not returned. All through lumens were tested for patency and leakage and no leakage or occlusion was found. There was no visible damage observed on the catheter body or returned the monoject 1.5cc limited volume syringe. Visual examination was performed under 10x and 40x magnification. The complaint of missing balloon was confirmed; however, there are no indications that this is related to the manufacturing process. The root cause of the damage cannot be conclusively determined; however, handling factors may have contributed to the event. The product IFU states the following: gently lift the catheter up and remove it from the silicone gripper. Note: to avoid damaging the balloon, do not pull the balloon through the silicone gripper. No actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
Reportedly, the balloon was missing out of box. It was noticed before use during testing. There was no impact to the patient. Follow-up investigation confirmed that there was no balloon at all, neither on the catheter, nor detached in the packaging. The doctor confirmed that the catheter may have been in contact with the blood from the syringe and/or the introducer sheath but it was not introduced into the patient.